Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that although the patient expired 3 days (0.10 months) after implant, the edward's valve did not cause or contribute to the patient's death.

Manufacturer narrative:
It has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: according to the implantation data cards returned by the hospital, there were four devices used on this patient on (B)(6) 2010. It is not known if the explants and implants were performed within the same operation. Two devices were explanted at implant (reported under s/n (B)(4) and s/n (B)(4)) and replaced on the same date of surgery (reported under s/n (B)(4) and s/n (B)(4)). There was a notation on the cards for those devices that remain implanted that the patient has expired. The location of this event is unknown. Each explanted device was replaced by a smaller size of the same model device. The date and cause of death were not provided. Availability of device return was not provided. There has been no confirmation of the patient's death. There has been no patient history provided. No operative report or discharge summary provided. No autopsy has been provided. It is unknown if there is any edwards device involvement in the death of this patient. The device history record review is in process despite our attempts to receive further information regarding these devices and event, no response or sample for evaluation has been received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related.